Manufacturer narrative:
Investigation pending meter return.

Event description:
Caller alleged discrepant inratio2 results. Results as follows: date (B)(6) 2014; inratio 1.9; lab 4.3. Date (B)(6) 2014; inratio 2.3; lab >10. Time between tests: <1 hour. Therapeutic range: unk. Caller reports that the meter was not in c the correct mode when finger stick was performed. Customer also states that peripheral blood was used for the first test. No pt info was provided.